Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, b5 section will be- the patient alleged visualization of red substance and black particles. The patient also alleged of having shortness of breath/difficulty breathing, increased blood pressure, nasal congestion, sinuses congestion, and asthma. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of discoloration/dark spots found on front and back panel inside device of the device and small piece of blue plastic was found in the air pathway. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of discoloration/dark spots found on front and back panel inside device of the device and small piece of blue plastic was found in the air pathway. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on oct 25, 2024 and section h11 should be reported as: the manufacturer was previously received information alleging visualization of red substance and black particles. The patient also alleged of having shortness of breath/difficulty breathing, increased blood pressure, nasal congestion, sinuses congestion, and asthma related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.